Event description:
A healthcare professional reported that the footswitch was unable to close/shut during surgery. The surgeon was able to finish the surgery with no patient harm but he had to cancel the following two cases. According to surgeon's opinion, the event probably caused a short circuit in the footswitch print circuit board (pcb). Additional info has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).